Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead passed electrical testing. The lead tip and helix have no signs of damage or defects which would lead to dislodgement.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited dislodgment. This rv lead was explanted. No additional adverse patient effects were reported. This supplemental report is being filed because device evaluation was completed.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited dislodgment. This rv lead was explanted. No additional adverse patient effects were reported.